Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 2 minutes, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.